Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter valve, the deployment of the valve was attempted 3 times and recaptured following each deployment attempt due to the valve dislodging into the left ventricular outflow tract (lvot). Subsequently, the physician decided to upsize the valve to a 29 mm transcatheter valve. Therefore, the system was withdrawn from the patient, and a 29 mm transcatheter valve was implanted at a depth of 3-5 mm on the first deployment attempt. It was noted that a 10 minute procedural delay occurred as a result of the dislodge. Per the physician, the patient being in between valve sizes contributed to the dislodges. No patient complications were reported as a result of this event.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter valve, the deployment of the valve was attempted 3 times and recaptured following each deployment attempt due to the valve dislodging into the left ventricular outflow tract (lvot). Subsequently, the physician decided to upsize the valve to a 29 mm transcatheter valve. Therefore, the system was withdrawn from the patient, and a 29 mm transcatheter valve was implanted at a depth of 3-5 mm on the first deployment attempt. It was noted that a 10 minute procedural delay occurred as a result of the dislodge. Per the physician, the patient being in between valve sizes contributed to the dislodges. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was deployed bottom of pigtail at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A non-medtronic guidewire was used. After dislodgement, the valve was at a depth of 8 mm on the ncc and 10 mm on the lcc. Per the physician, the patient was between valve sizes with an annulus perimeter of 71.4 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.